Event description:
A cartridge alarm 30 was reported by the caller, indicating an issue that occurred within the last three months. There was no reported impact to the customer¿s blood glucose level. Attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.